Event description:
It was reported that a small volume intermate had a ¿black spot inside the port.¿ the device was filled with 0.9% saline solution. It was not specified when in the process this was noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured on january 17, 2014 to january 20, 2014. Evaluation summary: the actual device was evaluated. Visual and microscopic inspection revealed a black, irregularly shaped spot approximately 0.10 mm in size on the surface of the stress-member flange. Fourier transform infrared spectroscopic (ftir) scanning was performed and the results were inconclusive due to the small size of the black spot. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.